Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('small perforation of the fallopian tube with essure implant') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted. The patient's concurrent conditions included adenomyosis, menorrhagia, nabothian cyst and leiomyoma of uterus, unspecified. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6)2020. At the time of the report, the fallopian tube perforation and endometritis outcome was unknown. The reporter considered endometritis and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('small perforation of the fallopian tube with essure implant') and endometritis ('chronic endometritis') in an adult female patient who had essure inserted. The patient's concurrent conditions included adenomyosis, menorrhagia, nabothian cyst and leiomyoma of uterus, unspecified. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and endometritis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystourethroscopy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and endometritis outcome was unknown. The reporter considered endometritis and fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.